Event description:
The customer contacted heartsine to report that their device powers itself off without human interaction. In this state the device may not be able to delivered defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
Heartsine evaluated the customer's device and duplicated the reported issue. After removing and reinstalling the membrane tail from the j1, the fault cleared and could not be reproduced. The device was successfully power cycled via the on/off button and did not power off automatically. The investigation can only suggest that the reported issue may be related to a fault with the membrane or j1 connector, due to the fault clearing during investigation of this area. However, as this could not be repeated, the investigation was unable to conclusively determine the root cause of the reported failure. This device was scrapped by heartsine.

Event description:
The customer contacted heartsine to report that their device powers itself off without human interaction. In this state the device may not be able to delivered defibrillation therapy if needed. There was no patient involvement reported with the event.